Event description:
The patient noted pain in the left breast, changes in shape and density. MRI revealed an implant rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture photo evaluation: device photograph(s) for the device related to the reported event of capsular contracture and rupture requested on nov 22, 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.